Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator has a patient circuit blocked. The customer reported the device was not in use on patient.

Manufacturer narrative:
The field service engineer (fse) replaced the motor controller board to address the reported problem. The fse is also replaced the battery for battery not charging issue. No parts were returned for this international customer.

Manufacturer narrative:
Updated .